Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis product ID# 37601:analysis determined that the implantable neurostimulator (ins) output and telemetry were acceptable; however, the battery is near normal battery depletion. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Mfg site ID was updated to (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative reported the implantable neurostimulator (ins) was removed on (B)(6) 2017. The issue was resolved after replacing the ins and the patient's symptoms improved.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported via a manufacturer representative that the implantable neurostimulator (ins) prematurely depleted. The patient experienced a return of parkinson's disease symptoms. When the ins was interrogated, an end of service (eos) message was found. A week prior to this report, the ins was at elective replacement indicator (eri). The ins was programmed to c+, 2- at 3.5v, 90 usec, and 135 hz on the left side and c+, 7- at 4.5v, 90 usec, and 135 hz on the right side. Impedances were measured to be normal. A revision to replace the ins was scheduled for (B)(6) 2017. The issue was not resolved at the time of this report. The patient was alive with no injury. No further patient complications were anticipated. The patient's indication for use is parkinson's disease.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.